Event description:
Paramedic started the peripheral IV using an 18g jelco. The vein was accessed with "good flash", however she "could not advance the catheter and the patient started complaining of pain." The paramedic, upon attempting to removed the IV, noticed it was "stuck in the patient's arm.." And requested assistance from the nurse, who was present during the incident. The nurse, when attempting to remove the IV, met some resistance but was ultimately able to remove the catheter. "Catheter was the same size as a typical 18g piv catheter but noted to have defect." The defect was described as "the tip of the catheter looks bad." The staff noted the IV site bled slightly more than normal, but hemostasis was achieved with added pressure. The staff opened two additional jelcos to test whether the same difficulty advancing was noted and in each case the catheter "did not slide" over the needle. All lot numbers of this jelco were removed from the shelf.